Manufacturer narrative:
This event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Case with patient identifier (B)(4) is related to case with patient identifier (B)(4).

Event description:
It was reported that the adhesive from the infusion sets were not sticking to the customer's skin. There had been occasion in which the infusion set cannula actually completely came out of the customer's skin causing insulin to leak. It was also reported that when this leak occurs, that the customer may over bolus due to not being sure how much insulin has leaked and this has caused hypoglycemia. No adverse event was reported. The infusion set was requested to be returned for product evaluation.